Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to b5, please see b5 for further information; d9. Correction to h6 component code of the initial report, "4755-part/component/sub-assembly term not applicable" is being corrected to "841-imager". Additional information: d8, h6. As the reported event was observed during an onsite visit at the facility, and the device was not returned to olympus, the event could not be reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was difference of recognition on device handling between the user and recommendation by olympus. The events can be detected and prevented in accordance with the following sections of the instructions for use: IFU warns against incorrect reprocessing with the statement "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report: it was reported that during an in-service with an olympus endoscopy support specialist, the bronchovideoscope used to train failed leak testing.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during an in-field service, that the bronchovideoscope exhibited foreign materials. There were no reports of patient involvement.